Event description:
It was reported that a patient underwent a subtotal stomach preserving pancreaticoduodenectomy for the treatment of cancer in 2008. Five days later, there was bleeding from the drain insertion site and there was also blood draining with the patient's fluid into the reservoir. The drain was found by imaging to be near the right hepatic artery. From the right subclavian vein, a transarterial embolization was performed, which stopped the bleeding. However, the right and left haptic artery became blocked. Two days later, blood plasma was exchanged and continuous hemodiafiltration was started, however, hepatic failure and kidney failure occurred. The patient expired on the same day. The surgeon opines the drain had punctured the hepatic artery and caused the bleeding to occur.

Manufacturer narrative:
Date sent to FDA: 08/14/2009. Hepatic failure occurred, kidney failure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.